Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 7nov2018. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. No patient involvement.

Manufacturer narrative:
Date of report: 09nov2018. Date of manufacturer: 08nov2018. Philip's service engineer (se) inspected the device and replaced the blower motor controller board. The unit was returned to service.

Manufacturer narrative:
Date of report: 09nov2018. Date of manufacturer: 08nov2018. Philip's service engineer (se) inspected the device and replaced the blower motor controller board. The unit was returned to service.